Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that this was a reoccurring problem and on her 3rd insulin pump advised the customer the most recent insulin pump was a brand new and the other 2 insulin pumps were recertified. Customer hung up before the transfer was complete. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.